Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blood glucose level was between 300 mg/dl ¿ 600 mg/dl. Customer¿s blood glucose level was 268 mg/dl but customer was feeling okay. Customer had too many scar tissue and was advised to change site. The insulin pump will not be returned for analysis.